Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) pipeline was restricted. There was no harm or injury.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6) hospital. Due to character limitation in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Not reportable because this is not a pump complaint.

Manufacturer narrative:
Not reportable- this is not a pump complaint. The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.